Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-07432. It was reported the patient had lost stimulation over ten days and was no longer receiving adequate stimulation coverage. The sjm representative met with the patient and determined there were several contacts with invalid impedances. Reprogramming was unable to provide stimulation to the right leg as requested.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.